Event description:
The following was reported to hamiton medical ag: device not turning on. It goes to ambient mode once trying to power on. Ambient mode after self-test page. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).